Event description:
The publication "multidisciplinary team approach to end-stage dialysis access patients" in the journal of surgical research reported on a single center retrospective review of adult patients who underwent hero graft placement from september 2010 to september 2014. Authors focused on evaluating the effectiveness of a multidisciplinary approach and collected data on hero placement success rates, operative complications, rate of obtaining central venous access, and details on advanced endovascular maneuvers performed by interventional radiology. Seven patients (21%) experienced an infectious complication. This complaint is submitted for the second of the seven patients. Hero 1001 is documented in this report; however, both the hero 1001 venous outflow component and hero 1002 arterial graft component will be investigated as it is unclear which may have contributed to the event.

Event description:
The publication "multidisciplinary team approach to end-stage dialysis access patients" in the journal of surgical research reported on a single center retrospective review of adult patients who underwent hero graft placement from september 2010 to september 2014. Authors focused on evaluating the effectiveness of a multidisciplinary approach and collected data on hero placement success rates, operative complications, rate of obtaining central venous access, and details on advanced endovascular maneuvers performed by interventional radiology. Seven patients (21%) experienced an infectious complication. This complaint is submitted for the second of the seven patients. Hero 1001 is documented in this report; however, both the hero 1001 venous outflow component and hero 1002 arterial graft component will be investigated as it is unclear which may have contributed to the event.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
The publication "multidisciplinary team approach to end-stage dialysis access patients" in the journal of surgical research reported on a single center retrospective review of adult patients who underwent hero graft placement from september 2010 to september 2014. Authors focused on evaluating the effectiveness of a multidisciplinary approach and collected data on hero placement success rates, operative complications, rate of obtaining central venous access, and details on advanced endovascular maneuvers performed by interventional radiology. Seven patients (21%) experienced an infectious complication. This complaint is submitted for the second of the seven patients. Hero 1001 is documented in this report; however, both the hero 1001 venous outflow component and hero 1002 arterial graft component will be investigated as it is unclear which may have contributed to the event. Multiple contact attempts were made to the authors of the publication to request additional information regarding dates of implant of the hero grafts, lot numbers, whether the hero grafts were cannulated prior to the infectious complications, and culture results and operative notes for each patient. However, all attempts were unsuccessful. A manufacturing record review could not be performed as lot numbers were unavailable. A review was performed of the available information. The hero graft instructions for use (IFU) lists infection as a potential complication. The patient selection considerations listed in the hero graft IFU states the patient should be screened for infection and ensure infection is resolved prior to hero graft implant procedure. It also states to prophylactically treat the patient in the peri-operative period with antibiotics based upon the patient's bacteremia history. In the reported cases, patient history of infection is unknown. Infection treatment is also unknown. Infection is a known complication of prosthetic arteriovenous (av) grafts. Additional information regarding these events was not available. Sample cultures were also not available. The hero device is sterilized using a validated sterilization method and therefore is unlikely to be the direct cause of an infection. Importantly, there is no direct assertion by the authors that the infections were attributed to the hero graft. Because of the limited information available from the publication, it is not possible to determine what role if any the hero graft played in the reported events.